Manufacturer narrative:
(B)(4) . Advanced bionics considers the investigation into this reportable event as closed. The recipient's pain and tenderness have reportedly resolved. The recipient has been cleared to resume use of the device. The recipient remains implanted. This is the final report.

Event description:
The recipient is reportedly experiencing pain and tenderness at the implant site. The recipient was treated with keflex (cephalosporin) on (B)(6) 2017 for 7 days. The recipient was recommended 4 weeks of device non-use or until cleared by the doctor. The recipient's pain has significantly reduced.